Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage pm (B)(6) 2017, the tech found there were no audible tones during start-up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible tones during start-up. The unit was triaged and the reported condition was confirmed. A component was found forced downward and pins were bent downward and pulled away from the printed circuit board. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.